Manufacturer narrative:
No product sample (probe) was returned for evaluation. A device history record review was conducted the product was released based on the product¿s acceptance criteria. The root cause for customer's complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract-vitrectomy procedure, the probe did not cut. The procedure was completed by replacing the product. There was no known harm to the patient. The product sample was retained. Additional information has been requested.